Event description:
A customer in the united states notified biomerieux of a discrepant result associated with vitek ms (reference 410895). The vitek ms identified a patient's sample as listeria grayi; however, the vitek 2 identified the sample as aerococcus sp. The sample was re-spotted and re-run per normal procedure using sheep blood agar. The customer indicated erroneous results were not reported to a physician and the patient was not harmed or treated inappropriately; however, there was a delay in reporting results. The exact delay time was not specified.

Manufacturer narrative:
A customer in the united states notified biomérieux of a discrepant result associated with vitek® ms (reference (B)(4)) involving the identification of an organism as listeria grayi; however, the vitek® 2 identified the sample as aerococcus sp. An internal biomérieux investigation was performed. Results are as follows: analysis of customer mzml files: conclude correct identification for all samples is aerococcus sanguinicola. This result was obtained with next vitek® ms kb v3.1 as single choice with high identification score. Causes of misidentifications are: low identification scores with kb 2.0: score below -0,4. With next kb v3.0, the misidentification rate is lower: 20% (6/30) instead of 40% with kb v2.0. This could be explained by the modification of the minimum acceptance criteria on identification score: changed from -0,6 to -0,4 (more restrictive). Aerococcus sanguinicola is not present in the current vitek® ms clinical database v2.0. Vitek® ms system identification is based on a comparison between spectra acquired and species pattern available in the knowledge base. If the strain tested is not in the knowledge base, no species pattern will be available for comparison. Consequently, the system can give noid or as the system is looking for the nearest species pattern, it can also give a low discrimination result or an incorrect identification (often the same genus level, but also wrong identification at genus level). This is considered to be a limitation of the system. No additional actions deemed necessary at the manufacturing site.